Event description:
It was reported that the physician performed a tonsillectomy procedure using a coblator ii surgery system and an evac 70 xtra plasma wand. The procedure was completed successfully, however, sometime post-operatively, the pt experienced re-bleeding at the surgical site. The initial reporter stated that the physician may have been using a reprocessed wand, however, the manufacturer is unable to confirm. No other info was available. No other pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. Reference manufacturers report(s): 3006524618-2012-00541.